Event description:
In preparation for an endoscopy procedure, the physician selected a cook 6 shooter saeed multi-band ligator. The user indicated the blue hook on the loading catheter reportedly snapped off when pulled through the endoscope channel. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: our laboratory eval of the product said to be involved confirmed the report. Only the loading catheter was included in the return. One blue hook has separated from one end of the loading catheter. The blue hook was not returned. The inner diameter of the loading catheter was measured and found to be within the appropriate manufacturing specification. No kinks or bends were noted in the loading catheter. During our laboratory analysis, the blue hook remaining on the loading catheter was used to load a ligator from our shelf stock onto an endoscope that is in a curved position to simulate worst-case scenario. Difficulty during loading was not encountered. The blue hook remained attached securely to the loading catheter. A product discrepancy of anomaly that could have contributed to blue hook separation from the loading catheter was not observed during our analysis of the returned product. Unused devices from the lot number said to be involved were included in the return from the user facility. A visual inspection was performed of the loading catheters and blue hooks. The blue hooks are flush with the loading catheters which is appropriate. During our laboratory analysis of the unused devices, the ligators were loaded onto the endoscope that is in a curved position to simulate worst-case scenario. Difficulty during loading was not encountered. The blue hook remained attached securely to the loading catheter. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed with these unused devices. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.